Manufacturer narrative:
The user reported significant discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to next-level support, who indicated that sensor variability decreased after the last calibration and asked the user to confirm if they were seeing improvement. Despite multiple contact attempts by customer care, including calls and emails, the user has remained unresponsive. B4. Date of this report 16 dec 2025. G3. Date received by the manufacturer? 16 dec 2025. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported a significant discrepancy of approximately 40 mg/dl between sensor and meter glucose readings. The case was escalated to next-level support, which noted decreased sensor variability after the last calibration and requested user confirmation of improvement. Despite multiple contact attempts via phone and email, the user remained unresponsive, and the case was closed. Dms review indicates ongoing system use with information up to date.